Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-04259. It was reported ((B)(6)) during the 2nd stage of the patient's scs trial an infection at the scs lead site was found. The patient's lead and anchor were removed and the wound was closed.